Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal end of the stent were noted to be lifted from their crimped position and slightly flared (opened) around the distal balloon cone. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and both proximal and distal balloon cone appeared slightly inflated with the balloon wings not tightly wrapped and folded. The balloon cones show signs of some positive pressure applied to them. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section found no issues. A visual examination of the inner found a stretched/accordioned region located at 2 mm distal to the bi component bond. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a lateral branch in the diagonal artery. After the 0.014 pt2 guidewire was positioned in the diagonal artery, a 32 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, when passing the stent to the lateral branch, the shaft was broke next to the guidewire. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a lateral branch in the diagonal artery. After the 0.014 pt2 guidewire was positioned in the diagonal artery, a 32 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, when passing the stent to the lateral branch, the shaft was broke next to the guidewire. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.